Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06869 was provided in sections b2, b5, d6a, d6b, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
It was reported that the patient expired as all efforts to hemodynamically support the patient were considered futile. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 83-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient had an attempted impella cp implant due to needing emergent hemodynamic support. The impella cp had difficulty crossing due to tortuosity/ascending aneurysm calcification of aorta and illiacs. The implant was aborted. No patient harm due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The product was returned and investigated. No abnormalities were observed. The root cause of the delivery issue is determined to be the patient condition since clinical information indicates the patient's calcified anatomy condition.